Event description:
Patient called lfs alleging that the meter was reading inaccurately erratic. The patient reported blood glucose results of "25 mg/dl and "140 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The same lot of test strips that was reported as reading inaccurately erratic, was reported to have no reaction/color change. No symptoms were reported at the time of concern. The patient re-tested, however patient could not recall the blood glucose reading. Quality control test was performed only one time and the control solution was now expired. There was no evidence of a serious injury. The meter is being reported based on the unmet precision criteria. The customer service representative replaced patient's strips and control solution.